Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that infection was also noted, and the necrotic tissue was removed from the pocket as well.

Event description:
It was reported that the patient presented in emergency room due to pocket erosion. The complete system, including the pacemaker, the right atrial lead, and the right ventricular lead, was explanted. Patient condition was stable.